Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual evaluation:visual analysis of the identified photos: device patch with lot number 3509718 and red particles inner the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and hematoma.

Event description:
Healthcare professional reported seroma-late for the left side. Healthcare provider later reported hematoma. The device has been explanted.